Event description:
Reporting status: malfunction. Reporting rationale: guide wire separation has caused or contributed to patient injury previously. Device issue: guide wire separation. It was reported that the guide wire did not cross lesion. No additional event or patient information is available. This is being reported based on the returned product analysis which revealed a guide wire separation.

Manufacturer narrative:
Results - quality engineering was unable to perform an investigation at the time of this report. Results and conclusions will be forwarded upon investigation completion. Evaluation summary: quality assurance analysis revealed that the guide wire was returned with blood and contrast visible on the coils. The core was separated at the proximal end of the hypotube. The fracture faces were ovaled as if kinked prior to separation. There was no other damage noted to the guide wire. The guide wire tip was tugged on to verify the core and shaping ribbon were intact. The guide wire was sent to the scanning electron microscopy (sem) lab for further analysis. Quality engineering was unable to perform an investigation at the time of this report. Results and conclusions will be forwarded upon investigation completion.